Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to converter failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using light source, the lighting button switches to the emergency light after a while when it is pressed. The issue occurred during inspection for use for a diagnostic procedure. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that it switched to the emergency light because a lamp lighting failure occurred due to a failure of the converter. Olympus will continue to monitor field performance for this device.